Event description:
The customer reported that the left monitor was not working. This resulted in a total loss of imaging functionality. There is no report or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connectors from the monitor to the c-arm were reconnected. The system was tested and found to be working as intended and returned to service.